Event description:
It was reported that during implant there was difficulty implanting the lead because of patient anatomy and several positions and ex tension/retraction of the lead helix had to be done before favorable electrical values were obtained. Then a few days post implant the patient developed a hemothorax and a state of shock and a perforation was suspected. The bleeding site was identified by thoracotomy and it was determined the blood leaked into the thorax due to a pericardial defect and no cardiac tamponade had developed. The bleeding site was close to the fixation site of the lead but the helix could not be confirmed from outside. The amount of bleeding was very small and surgical hemostasis was performed. The lead remains in use. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator, (B)(6) 2013; 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).